Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to fluid loss with his inflatable penile prosthesis (ipp). The ipp was explanted and a new device consisting of a 21cm x 12mm cylinders, pump and 100 ml reservoir were implanted. Should additional information be received a supplemental report will be filed.